Event description:
Reporter calling, stating his girlfriend has "life-threatening" injuries due to health problems after using soclean with her resmed CPAP (continuous positive airway pressure) device. Reporter states his girlfriend experienced burning sensation in her lungs and after subsequent trip to the emergency room was diagnosed with pneumonia. Reporter states he learned of the soclean recall online after the fact and was never notified ahead of time regarding the problems with ozone cleaners. Reporter states there are no warning labels on any of the soclean materials and that her CPAP device emits strong odors. Reporter states his girlfriend was hospitalized at "(B)(6)". Reporter additionally states he also uses soclean with his CPAP machine and has concerns regarding the chemical odor his device emits after soclean use. Reporter states he is concerned about the soclean recall and how it may impact his health. Reference reports: mw5154589, mw5154590, mw5154592.